Manufacturer narrative:
Based on our investigation results, we can determine a visible damage of the tunneller handle. The cause of the damage is not known to us at the time of the examination because of limited information concerning the circumstances why a damage like this could occur. We can exclude a defect at the time of release. The product met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a tunneller (#fx003su) was used for an implantation. According to the complainant, the handle of the tunneller was cracked during use. No patient complications or delays were reported as a result of the damage. The complained device was returned to the manufacturer for evaluation.